Manufacturer narrative:
Correction: the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported by the respiratory manager that the suction button was activated without being depressed when the suction tubing was applied. There was no patient injury. The patient is currently in stable condition. The failure was identified because of the ventilator alarming. No medical interventions were performed besides switching out the catheter. The patient was intubated for 11 hours prior to the failure and the suction catheter was in use for 11 hours as well.